Event description:
A report of difficulty charging the implant was reported. A boston scientific representative met with the pt and confirmed the reported complaint. The pt's implant was replaced with a new boston scientific spinal cord stimulator. The pt is reportedly doing well.